Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and the advantage were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a total abdominal hysterectomy due to uterovaginal prolapse, cystocele, stress urinary incontinence, and intrinsic sphincter deficiency. It was reported that the patient underwent mesh revision/removal on (B)(6) 2007 due to persistent vaginal cuff defect, non healing of surgical wound, vaginal foreign body, and history of pelvic fluid collection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.